Event description:
An optometrist report a corneal abrasion caused by dry eye three weeks post (prk) photorefractive keratectomy in the left eye. The pt had a swollen eyelid, burning, tearing and pain. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).